Event description:
Pt enrolled in the study in a foreign country. The investigator stated that during deployment of the first protege everflex stent, the device moved distally, it was not deployed in the target area. Therefore, a second protege everflex stent was then implanted with a small overlap with the first stent. After deployment of the second stent, a small intimal flap was observed using under angiography so a third stent was used to cover the intimal flap. The subsequent angiographic control showed good proximal result. Please ref MDR 2183870-2009-00127 for other protege everflex stent used in the procedure.